Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was unable to warm the patient. No consequence or impact to patient. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 17, 2018. (B)(4). The actual sample was visually inspected upon receipt and found that the sampling and purge line had been cut off. No anomalies such as break in the appearance of the main body. After having been rinsed and dried, the unit was tested for its heat exchanging performance test in accordance with the factory-specified heat performance test and confirmed to meet the specifications. A review of the device history record confirmed that there were no indications of product related anomalies. A definitive root cause was not able to be determined; therefore, this complaint is not confirmed all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.